Event description:
Pt had vp shunt inserted 2/18/98. Had not worked well since then. On 3/9/1998 underwent revision of proximal up shunt and replacement of valve. On testing the valve intact, it did not function at all.